Manufacturer narrative:
Date rec'd by MFR: 03jul2019. Date of this report: 26jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the blower. The customer replaced the blower and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed system leak testing. There was no patient involvement.